Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the scissors were dull on the monopolar curved scissors instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system for a latex cut test. The scissors did not cleanly cut through (B)(4) latex. The latex snagged at the scissor tips. The blade edged were not damaged but the edges exhibited wear at the tips, negatively affecting cut performance. An additional observation not reported was the instrument tube extension had various scratch marks with pad printing removed. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure(such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.